Event description:
It was reported that particulate matter was present inside the balloon of a small volume intermate. This was noted before use. The device was filled with ceftazidime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured december 10, 2014-december 12, 2014. Evaluation summary: the device was received for evaluation. Visual inspection noted white particulate matter in the fluid within the reservoir. Fourier transform infrared spectroscopy revealed the particulate to be acrylic material. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.